Event description:
It was reported from (B)(6) that the compact air drive device did not function. During in-house pre-repair assessment, it was observed that the device had a blocked/jammed trigger and the reverse trigger was running rough. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. During in-house pre-repair assessment, it was observed that the device had a blocked/jammed trigger and the reverse trigger was running rough. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be normal wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.